Manufacturer narrative:
(B)(4). Additional information: facility name- hospital (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. The reported problem of f-94 alarm was verified during power on self-test and in review of the alarm log. The alarm was caused by the main battery being inoperable. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.